Event description:
It was reported the patient's ipg became inoperable due to not charging it for about a month. A sjm representative confirmed the communication issue between the ipg and multiple external devices. Surgical intervention will be taken at a later date to address the issue. Date of implant for the following devices are unknown: model 3146, scs lead; model 3186 (2), scs lead.

Manufacturer narrative:
(B)(4). This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.